Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during knee arthroplasty. No adverse events were reported as a result of this malfunction.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed from provided picture, which identified that the instrument is fractured. As device was not returned, further evaluations could not be performed. Review of the device history records was unable to be performed due to lack of product identification, such as lot number. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.